Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that after ablations were completed and post map was performed with the hd grid, leakage and air bubbles were observed from the sheath. Troubleshooting was performed with aspirating and flushing. Air did not get to patient since manifold was off the patient during time of event. The device was replaced with a new one from the same model and procedure was completed successfully. No patient complications occurred. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that after ablations were completed and post map was performed with the hd grid, they observed leakage and air bubbles from the sheath. Troubleshooting was performed with aspirating and flushing. Air did not get to patient since manifold was off the patient during time of event. The device was replaced with a new one from the same model and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.